Event description:
It was reported that the patient underwent revision shoulder arthroplasty and approximately 02 months later was revised again due to dissociation of the humeral insert from the humeral stem. The previous humeral insert and humeral stem were replaced with another manufacturer's implant. The patient did not report any specific event that may have caused the dissociation of the insert. Attempts to obtain further information have been made and no further information has been provided. The implants will not be returned for investigation as the implants were discarded by the hospital.

Manufacturer narrative:
Concomitant product: poly insert implant size 40 +12, 1230-7505-004, lot # 2105626. The revision surgery was completed as intended. The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.